Event description:
It was reported that the right ventricular (rv) lead was undersensing. The rv lead was repositioned and remains in use. It was noted that the patient was part of the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were no anomalies found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.